Manufacturer narrative:
Investigation coordinated by synthes gmbh. Report received indicates that the guide wire is bent at one location and there are strong stress marks visible. This could be an indication of lateral stress. The measurable dimensions of guide wire were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected.

Event description:
The cannulated drill for the 3mm headless compression screw was being used for a talonavicular fusion. First screw was already successfully implanted. The second screw, with a new wire, was being placed. When approximately half the drill bit was in bone, it broke with fragments everywhere. Some of the fragments were left in the pt but were deemed to not be causing a problem.